Event description:
It was reported that during ventilation, the device displayed the error message ¿ventilator failure; only manual ventilation possible.¿. No patient injury reported.

Manufacturer narrative:
Based on the analysis of the device logfile, the case could be reconstructed. It was found that the device forced a shutdown of automatic ventilation due to a detected wrong motor position. The motor speed is being monitored continuously, speed fluctuations caused e.g. By an abraded collector disc will result in a deviation between measured and expected piston position. To prevent from damages, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extent. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component, no patient consequences have been reported. A replacement of the motor has been recommended. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.